Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was stuck in the prime loop. Customer pressed act and there was no response. Customer removed the batteries and received a battery out limit alarm and a bolus stopped alarm. No further info reported.